Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that a patient with this device exhibited loss of telemetry while at elective replacement indicator (eri) for 5 months, while running pacing threshold testing. The outcome is unknown at this time.